Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the er320 device was returned in good visual condition with a clip in the jaws, the clip was removed in order to measure jaw width. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, retained and formed the remaining 15 clips as intended. The reported event could not be confirmed as the device was found to be fully functional. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure, malformed clip was deployed after the first firing. Changed to another product to complete the procedure. There were no adverse consequences for the patient reported.